Event description:
A pt was injected in the cheeks and tear trough with radiesse dermal filler; a few days later, the pt was diagnosed with a soft tissue injury causing possible cellulitis.

Manufacturer narrative:
During a f/u with the clinic, it was reported that the pt was prescribed clindamycin (antibiotic) for treatment of the cellulitis by the primary physician. The pt was not seen by the injecting clinic for treatment of the cellulitis. The device history records for radiesse dermal filler lot 1012283 were reviewed; all required testing met specs, and there were no deviations noted.